Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the previously implanted humeral head, stem, and another manufacturer's glenoid component was removed and replaced due to instability/dislocation. No further patient complications have been reported for this event.